Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that the customer experienced high blood glucose of 800 mg/dl due to excessive no delivery alarms. It was stated that they changed the set three times but the insulin pump kept alarming no delivery. They finally connected and older pump and the blood glucose level has been stable. The insulin pump was replaced and returned for analysis.